Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference. (B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 386 mg/dl. The customer's expected fasting blood glucose test result range is 70 - 250 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 368 mg/dl and 346 mg/dl. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 12/15/2017 and open vial date is 11/11/2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: all results. The customer stated that she has not made any recent changes in her diet, exercise regimen, or medication. The customer is testing three times a day (fasting).